Event description:
It was observed that during the device evaluation, the autoclavable camera head had water leakage and corrosion on plug unit and coupler unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint (corrosion on plug unit and coupler unit) was traced to component failure, the most probable cause of the complaint (water tightness is lost) was due to damage on plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.